Manufacturer narrative:
The returned device was evaluated and had a fully deployed soft cannula with no observable defects. Formed needle and needle mechanism showed no deformations that would contribute to the reported events. Although no issues were observed, the root cause for the reported dislodged cannula and needle mechanism failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod, chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient's blood glucose reached in the 400's mg/dl while wearing the pod on his abdomen for longer than 48 hours. They had given him some insulin to eat, when he felt a sharp pain and then they noticed that the cannula was sticking out of his skin. Treatment included removing the pod and applying another. The father also stated that the cannula appeared bent when the device was removed. The pink slide had not moved forward, indicating the pod did not deploy properly. The device was returned for evaluation.